Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used as usual. Hemostasis was achieved. One day after the intervention the patient had a pseudoaneurysm. This was checked via ultrasound. The pseudoaneurysm was treated with manual compression. The patient stable was in stable condition. It was a right femoral artery puncture. An ultrasound was used with compression to treat the pseudoaneurysm. Additional information was received on 19dec2019. The procedure being performed was a percutaneous transluminal angioplasty (pta). There was no blood loss except for the hematoma that created the pseudoaneurysm.